Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indication. Manufacturer representative received a call from a patient who would not provide her name and told him that her battery exploded under her skin and she was going to call her attorney and disconnected. No further complications were reported/anticipated.